Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient is in more pain now than prior to her surgery. On a scale of 1 to 10, her pain level is 7-8 on a daily basis. The patient treated with the spinalpak device for about 4 months and stopped sometime in may or june. The patient spoke with her surgeon and has bad multiple mris but the source of the pain was not identified. The patient stated that her surgeon never inquired about the spinalpak. Her pain doctor stated that the use of the spinalpak may have aggravated the area and may have caused this complication of pain and burning sensations. The patient was prescribed physical therapy, multiple medications, and has received injections. Specific details of the medications prescribed were not provided.

Manufacturer narrative:
Additional information in field g3: date received by manufacturer this follow-up report is being submitted to relay additional information. The device was not returned to (B)(6) medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. (B)(6) medical will continue to monitor for trends.

Event description:
It was reported that the patient is in more pain now than prior to her surgery. On a scale of 1 to 10, her pain level is 7-8 on a daily basis. The patient treated with the spinalpak device for about 4 months and stopped sometime in may or june. The patient spoke with her surgeon and has bad multiple mris but the source of the pain was not identified. The patient stated that her surgeon never inquired about the spinalpak. Her pain doctor stated that the use of the spinalpak may have aggravated the area and may have caused this complication of pain and burning sensations. The patient was prescribed physical therapy, multiple medications, and has received injections. Specific details of the medications prescribed were not provided.